Event description:
It was reported that 9800 system had tube arching and low ma and low kv error messages. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The snubber board, high voltage cable, high voltage tank, and x-ray tube were replaced during the service call. The system was tested and found to be working as intended and put back into service.